Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2021 regarding insulin pumps allegedly subject to the safety notification related to missing or broken retainer rings. Reporter alleges that that the use of medtronic insulin pump caused personal injuries to the customer on (B)(6) 2019 and (B)(6) 2019. No further details were provided. The insulin pump is not expected to return for analysis.